Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
It was reported to philips the device battery doesn't work. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.